Manufacturer narrative:
This is 2 of 2 reports (2nd MDR). Due to the automated mes (manufacturing execution system) system there are controls in the manufacturing process to ensure the product met specifications upon release. During visual inspection, the coil delivery wire was noted to be wavy in numerous locations, the coil delivery wire was noted to be broken/fractured, the main coil was returned detached, and the main coil was seen to be stretched. A functional inspection was unable to perform. The reported event is covered in the device directions for use (dfu). As well, the risk of the reported event is documented in the risk documentation and there are current controls to mitigate the risk of the as reported event. The reported event was confirmed based on analysis. The device failed to meet specifications when received for complaint investigation based on the analyzed anomalies noted to the device. Additional information provided by the customer is the device was prepared for use as per the dfu. There was no damage noted to the packaging prior to opening the packaging. The device was confirmed to be in good condition during preparation/ prior to use on the patient. Continuous flush was set up and maintained throughout the clinical procedure. During analysis the coil delivery wire was severely kinked and broken. The main coil was found stretched and detached. An assignable cause of procedural factors will be assigned to the as reported 'device interaction with another device' and 'main coil jammed' as these defects appears to be associated with a product that met stryker design and manufacturing specifications and was used in accordance with the dfu, but performance was limited due to procedural factors during use. An assignable cause of not confirmed will be assigned to the as reported 'main coil tangled' as the event was not confirmed during the analysis. An assignable cause of procedural factors will be assigned to the as analyzed 'main coil prematurely detached/separated during use' and 'main coil stretched' as these defects appears to be associated with a product that met stryker design and manufacturing specifications and was used in accordance with the dfu, but performance was limited due to procedural factors during use. An assignable cause of 'handling damage' will be assigned to the as analyzed 'coil delivery wire kinked/bent' and 'coil delivery wire broken/fractured during' use as the defect appears to be associated with handling of the product or portion of the product during preparation.

Event description:
The coil (subject device) was returned for analysis, and it was discovered that the coil (subject device) delivery wire was broken/fractured during use and the main coil (subject device) was found to be deployed. The subject device was replaced, and the procedure was completed successfully. No clinical consequences were reported to the patient due to this event.